Event description:
It was reported that during an unknown procedure, the device did not fire properly. There were no patient consequences. It was not noted how the case was completed. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what type of procedure was being performed? Gallbladder. Which firing of the device did this event occur on? #2. What vessel or structure was the device fired on at the time of the event? Common duct. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did the clips form properly? Yes. The second clip did not form correctly.